Event description:
Customer alleges she heard the seat crack before she could stand up it collapsed and the back of chair hit her in the neck and back. Chair completely cracked. Dealer picking up so it can be returned to us.